Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis two months ago. Her blood glucose at the time of the 911 call was 488 mg/dl, and her current blood glucose during the helpline call was 500 mg/dl. The customer thinks she may have vomited once. After the 911 call she refused to go back on the insulin pump and now treats her diabetes with insulin pens. The customer was advised to return to pump therapy and to call back to troubleshoot if she were to experience high blood glucose levels again. No products were returned or shipped, and the customer's medtronic rep told her she could sent her insulin pump and supplies back and that she would receive replacements; the customer has not received a return label yet.